Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal remained ongoing. The patient was hospitalized for the event. The patient was treated with ip injections of reflin 500 milligrams (mg) three times a day, fortum 500 mg three times a day and a heparin 1000 unit injection once daily. The cause of the peritonitis was unknown. The outcome of the peritonitis event was unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.